Manufacturer narrative:
A partial lead with the distal portion measuring 46.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead r wave decreased and threshold slightly increased. X-ray showed that the helix had retracted due to twiddler¿s syndrome. The lead was replaced. The patient was doing well post procedure and would continue to be monitored.